Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the left ventricular (lv) leads the patient experienced hemothorax. The leads w ere implanted and remain in use. No further patient complications have been reported as a result of this event.